Event description:
It was reported that the ventilator's touchscreen did not respond to touch at the bottom of the screen despite performing a touchscreen calibration. There was no patient involvement. The customer was provided with part number of the touchscreen. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer called back and was able to troubleshoot with technical support. The customer was able to replace the touchscreen and performed testing to return the unit to use.